Manufacturer narrative:
A patient controller communication error message displaying ¿replace generator soon¿ was reported to abbott. Further attempts to follow up with the patient have been made with no response from the patient. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient had received an early replacement indicator message. The patient may undergo surgical intervention to have their ipg replaced.